Manufacturer narrative:
The driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation of the pump confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controllers confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms of type 'sys_front_phase_a_open' and 'sys_front_phase_b_open' respectively and alarm error code 0x0080 indicating 'alarm_motor_failure'. This failure is most likely due to an open connection on the front phase a and phase c wires that run from the controller to the pump via the driveline connector or a contamination of the driveline/ driveline connector that appear to have caused a false reading on the front stator's impedance values leading to the electrical fault alarms. Heartware has initiated an internal investigation to further evaluate the driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00142 and 00143) submitted for devices related to the same event.

Manufacturer narrative:
The driveline remains implanted. An internal investigation has been opened to address this issue. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2014-00142 and 3007042319-2015-00143) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel, the customer called yesterday evening to complain about efaults. Logs showed phase a, sys front open 1 time and sys front phase b open 2 times. Alarm reproducible by moving the controller. Today, provided service by the following report. No pictures of contamination available as the patient was very nervous and ejection fraction (ef) below 10%; hence no delay in the procedure. Patient was prepped on ICU with o2 insufflation and 2 ml dobutamin p/h via peripher venous canula. Patient tolerated the procedure very well, no issues at all. Connection of driveline (dl) and controller (con) showed greenish grey substance covering almost the whole port on the surface which was tough to remove. Both connections contaminated, so controller was removed from use. Patient remains on normal ward, rehabilitation next week. The pump stopped 2 times during the procedure. Patient in good condition and no reported effect on the patient.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware has opened an internal investigation to address this issue. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00142 and 3007042319-2016-00143) submitted for devices related to the same event.